Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
One month following an atrial fibrillation ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. The patient presented with shortness of breath and an echocardiogram was done which revealed a pericardial effusion. The physician does not know what caused the effusion but presumes that it is related to the ablation procedure. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.